Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error was verified, and the o-ring issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 182 mg/dl.